Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of arrhythmia as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the abnormal heart rhythm. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1-2, but the patient had a complete atrioventricular (av) heart block rhythm during the case. There were no issues with the mitraclip device during the procedure that may have contributed to the av block. The following day, the patient underwent a procedure for placement of an implantable cardioverter defibrillator as treatment for the heart block. The condition resolved. No additional information was provided.